Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the incoming ECG electrode fall-off test. Upon evaluation, the u1 processor was internally shorted inside ECG electrode c. The cause of the non-functional ECG electrodes is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the shorted processor.

Event description:
A us distributor returned a (B)(4) electrode belt indicating that the ECG electrodes were non-functional.